Manufacturer narrative:
PMA/510(k): k132885. The event is currently under investigation.

Event description:
During placement of a PICC line, the purple hub snapped clean off and the patient went back to the ward for platelet cover to remove the PICC. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The 510(k): k132885. Investigation: a review of complaint history, manufacturing instructions (mi) and quality control (qc) was conducted during the investigation. The product was not returned and therefore a physical evaluation could not be completed. There were no nonconformities within this lot. A complaint search has shown that this is the only complaint for lot # 5939412. The catheter is dry leak tested to confirm its free of any leaks and/or communications between lumens and in manifold. This testing would consequentially identify potential fractures and/or cracks within the hub as the device is built to completion during testing. Based on the information provided, a definitive root cause cannot be determined. It is possible that unexpected bending occurred on the hub, thus causing it to snap; however, it cannot be confirmed definitively at this time. We will continue to monitor for similar complaints. The appropriate internal personnel have been notified.

Event description:
During placement of a PICC line, the purple hub snapped clean off and the patient went back to the ward for platelet cover to remove the PICC. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.